Manufacturer narrative:
The baxter technician found the CPR cable needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the handles, brackets, and cables. Make sure that they are in good condition and secured to the bed. Make sure that the bracket and assembly are not bent or damaged. Make sure that the cable is not corroded. Replace or repair parts as necessary. Make sure that the screws are installed and fully tightened. Replace or tighten the screws as necessary. Fully raise the head section, then activate one of the CPR releases. Make sure that the head section lowers. Adjust the CPR cable as necessary. Do the same test on the other side of the bed. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the careassist es155/255/455 CPR cannot be activated. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.